Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of incompetent perforator vein, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried four times with instant detacher and one time with manual method but coil did not detach. Another coil was deployed successfully and completed the procedure without further incident. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation. Type of follow up - device evaluation: device evaluated by manufacturer- additional information codes updated the axium coil was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged, knotted and stretched but attached to the pushwire with the polypropylene filament intact. The pushwire was found broken and jagged on the proximal end with a broken release wire extending out. The proximal end of the pushwire containing the tack weld replacement (twr) crimps and the break indicator was not returned for evaluation. Additionally, the pushwire was found bent from the proximal end to the distal end of the pushwire. During evaluation, the release wire was pulled back; however, resistance was encountered, and the implant coil did not detach. After removed the outer jacket and the coin was pulled back from the lumen stop without difficulty. The implant coil was detached as intended. The detach element was found bent. The proximal end of the pushwire containing the tack weld replacement crimps was not returned; therefore, any contributing factors from the proximal end of the pushwire could not be assessed. Due to resistance, the release wire could not be pulled back. This prevented the coin from pulling back from the lumen stop and prevented the implant coil from detaching. It is likely that the bends in the distal end of the pushwire led to the reported resistance. The concerto coil was not broken at the correct location as directed in the concerto coil instructions for use (IFU). All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.